Event description:
Caller states that the pt tested 3.5 inr on the coaguchek system 1 and 4.7 inr on coaguchek system 2. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect test system, however caller states strips are unavailable for return.

Manufacturer narrative:
The medwatch is for suspect device in coaguchek system 2.